Event description:
It was reported that a spectrum iq pump downstream occlusion values were out of range. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The following information was provided by the customer. There was no request for this device. The device had preventative maintenance done and no issues were identified. The device will not be returned to baxter for evaluation. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.